Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) verified that the patient sample was visible on the station and confirmed that there were no issues with the device. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a patient who had been admitted for almost a year was not appearing on the station. The patient was confirmed to be admitted and visible on the server, with all orders present and no discharge date recorded. Due to the issue, a temporary patient profile was being created to get medications for the patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.